Event description:
The service depot reported an unspecified malfunction associated with the stop key on the pump head module (phm) keypad. The condition occurred during service eval and repair. There was no pt injury or medical intervention necessary according to the facility representative. This involved a remediated colleague 2006 infusion pump with user interface module master software (B) (4). There is no other info available.

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of a pump with an unspecified issue with the stop button on the pump head module keypad was confirmed during product evaluation. This condition was determined to be caused by a damaged stop button on the pump head module keypad. The pump head module keypad was therefore replaced. This issue is currently being investigated under CAPA-(B) (4).